Event description:
Information received indicates that pump alarms error code 13.

Manufacturer narrative:
Device was not returned. Several attempts were made, but received no response from customer. Pump serial number was not provided, therefore, a DHR review could not be performed.